Manufacturer narrative:
Continuation of medical device: product ID d314trg, serial# (B)(4) implanted: (B)(6) 2012, explanted: (B)(6) 2017.

Event description:
It was reported that there was a warning for high impedance on the superior vena cava (svc) coil of the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.